Event description:
Three years ago, this patient was treated with two unk cypher stents in the lad and in the circumflex. He returned to the hospital with an acute myocardial infarction three years later and both stents were restenosed.

Manufacturer narrative:
These products are not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.